Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6). H6 code: health effect: clinical code: 4412. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the patient was sleeping when he experienced low readings. He was feeling a heavy headache and could hardly walk. There was no bg reading taken and he did not call an ambulance. The self-treated with juice and called a taxi to take him to the hospital. The patient didn´t remember the bg readings when he arrived at the hospital, he only remembers that his cgm had low readings. At the hospital the patient was treated with juice and sugar. At the time of the follow up the patient was still at the hospital and not feeling well. There was no additional documentation of medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.